Event description:
Pt was admitted for acute appendicitis 2/22/96. Pre-surgical labwork was ordered at 14:43. The second shift had just started and the technologist had just run qc on the device. All qc was within limits. She then ran the pt and aptt on pt. The aptt results were markedly elevated at 60 sec. She remade controls and reagents and repeated the qc. The qc was again within limits. The labwork was then repeated. Results were still elevated at 40 sec for the aptt. By this time the pt was in the surgery holding area. A repeat pt and aptt were ordered along with an ivy. Bleeding time and fibrinogen at 16:31. See results below. The surgery was postponed due to elevated results and the pt was transferred to another medical center. The same tests were repeated at the other medical center. All results were normal per the attending physician.